Event description:
The user experienced an issue with low ion selective electrode (ise) sodium results for quality control and 6-8 patient samples that were accompanied by data flags. Of the data provided, the results for one patient sample were discrepant. The initial result from a lithium heparin plasma sample was 132 mmol/l. The repeat result from a sst serum sample drawn at the same time was 138 mmol/l and was considered to be correct. The initial result was reported outside the laboratory and the patient was not adversely affected. The user stated that she sent corrected results before the physician had reviewed any of the reports and no patient was treated on the basis of the original result. The lot number and expiration date of the sodium electrode were not provided. The field service representative was unable to reproduce any problems with the ise module or the sodium assay. No cause for the problem was found and no repair was performed. He ran performance testing for pipetting and all results were normal and within the expected ranges. He calibrated the ise module which passed within the expected limits. He performed an ise module performance check in diagnostics with normal results. The user's quality control recovered in the normal range and close to or on the mean. He checked the air mix and dry with values within the expected limits. He checked the condition of ise tubing and mixing cup and noted no issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.